Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal monitor is picking up a second heart rate when there is a single heart rate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The biomed provided tracing examples from both the fetal monitor recorder and the intellispace perinatal printout. It was identified that there is only one fetal heart rate (fhr) from ultrasound transducer and one maternal pulse from toco+mp and spo2. There is no evidence of 2 fhr tracings. The philips remote application specialist (ras) provided the following analysis bases on review of the provided trace examples: the screenshot shows that at 1:05 on 4 september there was one fhr and maternal pulse switching between tocomp and spo2. The ras provided the customer the avalon smart transducer application note that explains the tocomp functionality on pages 4-5. There is a pulse priority table on page 6. Spo2 has a higher priority than tocomp, so if the spo2 has a good signal, the pulse is recorded from spo2 and seen with a waveform net to it, however, if the spo2 comes off or doesn¿t have a good signal, the maternal pulse will be recorded from the tocomp (with a transducer symbol next to it). The majority of the tracing provided shows that the maternal pulse waveform is coming from the spo2 sensor. A philips product support engineer and clinical specialist also reviewed the provided information and agreed with the findings of the philips ras, no product malfunction based on available information. All tracings provided show one fetal heart rate (fhr) and one maternal pulse maternal heart rate (mhr). There was no fault of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.